Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his transmitter has gone bad. Customer stated that one sensor had a low isig and another sensor had a sensor glucose value of 40 and a threshold suspend alarm. Customer's sensor glucose value was 62 and his blood glucose was 172 mg/dl. Customer stated that the sensor was bent. Customer was very active on the last one and took the sensor off yesterday. Customer was advised that it is most likely a sensor issue. Customer stated that the incident date was (B)(6) 2016. Customer stated that he will call back to do troubleshooting.